Manufacturer narrative:
The device was visually inspected which revealed the presence of hole in the pneumatic hose of the device.

Event description:
It was reported that there was a cut in the pneumatic hose of the drill. There was no pt involvement and no adverse consequences alleged with this event.